Manufacturer narrative:
One infusion pump was received for evaluation. Review of of the device event logs did not confirm the reported event. Functional testing was performed and the device accuracy was found within specifications. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture. ? This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump was under infusing during testing. No patient injury was reported.